Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by evaluation of the returned product. Visual evaluation identified crush damage to the outer and inner sterile packaging. It is noted however that sterility has not been breached as the blisters and blister seals remain intact. Review of the device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information

Manufacturer narrative:
(B)(4). Report source: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the product arrived in a damaged box. There was no patient involvement. Attempts have been made and no further information is available.